Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. At 63cm from strain relief, the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and had contrast and blood present in the folds.

Event description:
Reportable based on device analysis completed on 18-oct-2021. It was reported that shaft kink occurred. The 95% stenosed, 2.75mm x 18mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation however, during the procedure, the delivery shaft was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed separated hypotube.